Event description:
It was reported by service report that there is a broken weld on the latching spindle and the siderail could not be latched up. There was pt involvement, however, no adverse consequences are reported.